Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling was implanted into the patient on b)(6) 2006. According to the complainant, seven years after the obtryx was implanted, the patient experienced mesh erosion and the bladder neck and urethra were "destroyed" by the sling. The transobturator mesh had broken up, shrunk, and cut through the organs. The mesh was removed on b)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B)(4).